Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have experienced blood glucose versus sensor glucose differences. Customer reports to have had blood glucose of 163 mg/dl and sensor glucose of 70 mg/dl. Customer reports to have received a threshold suspend and blood glucose was 200 mg/dl. Other issues customer reports were, missed bolus alerts when bolus had been given; skin irritation due to adhesive; bent sensor cannula; and excessive beeping. Customer states that she did not want to break or mess anything up on insulin pump therefore had not changed any features such as alert silence. Customer was not able to continue call as she was at work. No further information provided.